Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy (tlh ), the vessel was not sealing. The device had no regrasp alert, an end tone was heard, and there was an evidence of energy delivery. The generator had no coagulation. The surgeon had to go back and suture the tissue to stop the bleeding that was less than 250cc. It was mentioned that it had occurred multiple times and believed that it was the generator issue. The surgeon requested to have both checked.